Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue " as reported to customer relations: "dr kaul at u of rochester in ny informed me today that he had a perforation in the stomach last fall using duette, a patient with atrophic gastritis (very thin stomach wall)." Per the dm: "the device in question did not malfunction, it was simply the patient's anatomy that was the issue with the stomach wall being very thin from atrophic gastritis". The dt-6-5f device involved in this complaint was not returned to cirl for an evaluation therefore a documentation based investigation was carried out. The customer complaint was confirmed based on customer testimony. As the device involved in this complaint was not returned for an evaluation it was not possible to determine a definitive root cause for the customer complaint. However, the information provided by the doctor states that "the device in question did not malfunction, it was simply the patient's anatomy that was the issue with the stomach wall being very thin from atrophic gastritis"; hence a probable root cause would be that this event was related to patient anatomy as the underlying condition of a very thin stomach wall from atrophic gastritis resulted in perforation of the stomach lining by the dt-6-5f device. It should be noted that the instructions for use include the following potential complications: " potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, oesophageal perforation, stricture formation, obstruction, haemorrhage." Prior to distribution all duette devices are subject to visual inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cook ireland. A review of the manufacturing records could not be performed as the lot number was not provided by the customer. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "dr (B)(6) at (B)(6) informed me today that he had a perforation in the stomach last fall using duette, a patient with atrophic gastritis (very thin stomach wall)." Per the dm: "the device in question did not malfunction, it was simply the patient's anatomy that was the issue with the stomach wall being very thin from atrophic gastritis."